Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/4/2023, it was reported by a sales representative via (B)(4) that an ar-9530s-06 univers revers trial 36 + 6 was damaged from heavy use. This was discovered during an unspecified procedure. There were no adverse effects for the patient. This occurred during use with no patient harm. Additional information has been requested. On 10/9/2023, the sales representative provided the following information via email: this occurred during a reverse total shoulder procedure on (B)(6) 2023. The device looked like it was getting close to breaking, but it did not break yet. Nothing broke inside the patient. They briefly used the complaint device but then went up to the next trial size to complete the procedure successfully. There was no case delay reported.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-9530s-06 batch 348779 was received for evaluation. Visual inspection noted that the inside and outside geometry of the circle was damaged. The material around the circle shows nicks. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Device manufacturing date 2020.